Event description:
It was reported that during preparation for use the switch was found broken. There was no patient involvement associated on this reported event. No user injury reported. Device evaluation found faulty power switch and worn out video connector latch causing poor connection to the pigtails. This report is being submitted for faulty power switch.

Manufacturer narrative:
Device evaluation found broken main switch stuck in ¿on¿ position and worn out video connector latch causing poor connection to the pigtails. In addition, the switch needs to be upgraded as it was found to be an old switch. The device was also found running an old software and needs to be upgraded. Based on evaluation findings, the reported issue was identified to be attributed to a faulty main switch, worn out video connector. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer conveyed the following information: issue occurred during preparation for use. No patient involvement. Completed procedure, but did not use the subject device. No further details provided.